Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune and to treat pain secondary to osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat tibial pain secondary to aseptic loosening of the tibial tray. Upon entering the joint, the tibial tray was loosened and debonded at the cement to implant interface. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted insert. The patient was revised with competitor. The procedure was completed without complications. Doi: (B)(6) 2018, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.